Event description:
It was reported that during a total hip replacement procedure the leg length reading on the navigation screen did not appear to match the length clinically.

Manufacturer narrative:
The reported event of accuracy issues could not be confirmed and no product failure was found. The log files and patient folder were reviewed and no anomalies were found in the workflow or registration.

Event description:
It was reported that during a total hip replacement procedure the leg length reading on the navigation screen did not appear to match the length clinically.

Event description:
It was reported that during a total hip replacement procedure the leg length reading on the navigation screen did not appear to match the length clinically.